Event description:
On october 30, 2008, MFR received notification that burs broke during use in a patient's mouth and may have been swallowed by the patient.

Manufacturer narrative:
The doctor reported that the patient is doing fine. X-rays taken of the patient's chest indicated that the broken piece had not been aspirated, and according to the doctor if the broken piece had been swallowed, it would have already passed through naturally since the incident occurred over six weeks ago. The doctor reported two different bur types were breaking: part number with an unknown lot number and part number with lot number 304684. However, the doctor could not specify which bur broke in the patient's mouth. Although there were no injuries due to the reported incident, this incident is reportable since the doctor stated that the incident is likely to cause or contribute to a serious injury if the malfunction were to recur. The subject burs were returned to MFR for evaluation. The evaluation of the burs indicated that the burs show good strength integrity and exceeded the minimum strength requirement. This is the final report.